Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. The right atrial lead had exhibited noise reversion episodes since (B)(6). The noise could not be reproduced with isometrics. No additional episodes of noise reversion episodes since (B)(6), so the physician elected to continue monitoring the patient. All other electrical measurements were within normal range.